Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not detected on bus for station or6. Customer stated that it was a hardware maintenance issue and were able to restart the device after three attempts. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed error as device not detected on bus. The field service engineer (fse) found the station operational upon arrival. The fse tested all drawers and the power module and saved the passed results. After a second reboot, all drawers disappeared. The event viewer indicated an unclean power shutdown, so fse replaced the power supply; however, the drawers were still not showing or being detected by the station. The fse worked with technical support specialist (tss) to correct the firewall settings. It was determined that the station was missing required firewall policies. The fse initiated universal serial bus (usb) drive compliance with dha, downloaded the implementation files, contacted the customer with a status update, and scanned the usb drive before completing the required form. There were issues during the first reimage, but the reimaging of the device was successfully completed following dod or dha implementation instructions. The fse reinstalled the old communication sled, as the new sled was not providing power or lights to the drawers. After reinstalling, all drawers were tested again and passed results were saved to confirm the issue was resolved. The system functioned as intended after the field service engineer repaired the device.